Event description:
Information received indicates, the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician found the right trend cylinder was not making contact with the push rod. The technician adjusted the cylinder to repair the bed.